Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). Conclusion code field left blank - no available code for undetermined or unknown cause. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The customer's report of a leaking set and cut caused by a slide clamp on tubing was confirmed but not replicated. Visual inspection of the set noted a cut measuring 0.725 inches on the tubing at the base of the female luer. Visual inspection of the slide clamp found no flash, physical damage or anomalies. Functional testing noted a lead from the cut in the tubing. Additional functional testing was done per dsrd-913 clamp performance (stating that the tubing must not be damaged after 16 activations of the slide clamp within a 1.5 inch segment). The test was performed approximately 1 inch from the existing cut; no cut or leak occurred from the test. The root cause of the cut on the tubing was not identified.

Event description:
Customer reported "damaged tubing during normal use". Set was received and "broken at hub" was noted on transport bag. There was no report of patient harm or medical intervention required. Although requested, no further patient or event information was provided.